Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined system on-site and confirmed that system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that suite pc software was hanging. To resolve the issue, the fse reloaded suite pc software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating the suite computer's software had crashed, preventing the system from booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.